Manufacturer narrative:
No complaint was received with the return of the device. Failure event noted during analysis. Final analysis found a complete lead with signs of compression and a breach in the outer insulation 29.9 to 30.2 and 30.5 to 30.9 cm from the connector pin exposing the outer coil consistent with clavicle crush damage.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Non-healthcare professional..